Manufacturer narrative:
Retention products for the reported lot number were tested with qc cutoff hcg standard (25 miu/ml) and high hcg clinical urine (213.7, 208.6, 214.6 iu/ml). All test devices produced expected positive results at the 3-minute read time. No negative results were obtained. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false negative results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
On an unspecified date in february, the customer tested a urine sample from a known pregnant patient on the henry schein one step+ hcg urine cassette. The sample was tested multiple times on the same lot of henry schein one step+ hcg urine cassette. The customer was unable to provide the exact number of times that the sample was tested. The customer also stated that the patient was "quite far along" but was unable to provide any further information. No treatment was provided or delayed based on the false negative result as the customer already knew the patient was pregnant. Customer stated that they were testing the known pregnant patient's urine sample to confirm that the kit was functioning properly. The customer was advised per the pi that this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Retention and returned products for the reported lot number were tested with qc cutoff hcg standard (25 miu/ml) and high hcg clinical urine (200.6, 208.6, 213.7, 214.6 iu/ml). All test devices produced expected positive results at the 3-minute read time. No negative results were obtained. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false negative results was not replicated as retention an returned products performed as expected. A root cause could not be determined based on the information provided. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.